Manufacturer narrative:
The ar40e lens was returned to the manufacturer for evaluation. The ar40e lens was visually inspected under a microscope. Surface residuals (particles and fibers) were observed on lens. The lens condition is consistent with a lens that was explanted from a patient¿s eye. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
Device manufacturing record was reviewed and stated that all process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. Based on the manufacturing record review, the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
Female patient received phacoemulsification on (B)(6) 2014. Implanted iol in the left eye, model sensar ar40e, serial number (B)(4). There were complications during surgery such as a capsular rupture and displacement of core residues to the vitreous chamber. On (B)(6) 2014 the patient underwent a posterior vitrectomy with draining of hemorrhagic choroid detachment, endolaser, intravitreal triamcinolone and silicone oil implantation. On (B)(6)2014 patient had surgery to remove the silicon oil. During this surgery, a diffused opacity (whitish)in the iol was noticed. The iol was explanted for analysis and required incision enlargement. In (B)(6) 2014, the physician noticed a mark on the iol via a slit lamp evaluation. Doctor suggested that the cause of the opacity was the use of intravitreal triamcinolone. Patient is recovering.